Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that two motor stalls were shown in the logs with one motor stall recovery. The second stall did not yet show recovery. The stalls were caused by the healthcare provider (hcp) using a magnet while trying to do telemetry on the pump. There were no symptoms reported.